Manufacturer narrative:
A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. The device remains implanted and was, therefore, not available for analysis. Cause of the reported event cannot be established based on the information reported to gore. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on july 8, 2025, from the imaging database: the following description summary was provided from information extracted from the csd by the ccs team: on (B)(6) 2025, this 68-year-old male patient underwent endovascular treatment as a planned endovascular procedure for an aortoiliac aneurysm. The patient was treated with two gore® excluder® endoprosthesis devices and three gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). The gore® devices were successfully navigated to the intended locations and successfully deployed. The sites were accessed percutaneously. Device catheters were successfully removed after successful access, delivery and deployment of the devices. The patient was discharged home on (B)(6) 2025. On (B)(6) 2025, it was noted the patient had a cta. There is no loss of patency noted. It is noted by imagining that there is device infolding or compression of the gore® excluder® iliac branch endoprosthesis (ibc). It is also noted that there is mild thrombus present in the vbx devices in the rci and riia. 2203-a: -other used to capture thrombosis.